Event description:
It was reported that the implant was removed due to becoming fractured at site #29.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient age not provided. Patient weight not provided.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: h6: health effect clinical code was added: 4582. H6: investigation type codes were added: 3331, 4109, 4110 and 4111. H6: investigation findings code was added: 3252. H6: investigation conclusions codes were added: 4307. One (1) imp,tsv,3.7,8,mtx,mg (tsvtb8) was returned for investigation. Visual evaluation of the as returned product identified that the implant was fractured at the collar. Implant had signs of use with bone debris attached to threads. Zimvie is not responsible for any damage caused by the clinician's removal of the device. Based on the evaluation, device malfunction has occurred. However, there is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported device that did or could cause or contribute to the reported event. Monthly post market trending review identified no adverse trends or actionable trends for the reported event or device. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the product was within specifications and conforming when it left zimvie. DHR review for the lot 63573708 had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. Complaint history review was performed for the reported lot number 63573708 for similar events (complaint category keywords: dental : functional : fracture : implant) and no other complaint was identified. The reported event could not be recreated due to the nature of the dental device and event (fracture). A definitive root cause could not be determined. However, based on the investigation, risk review and IFU, the most likely causes determined from the investigation are long term parafunctional habits of the patient (e.g. Clenching, bruxism and overloading) over the implantation period of 3 years, 7 months. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.